Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 5. Customer facility reported during a live call that the streamline bloodline set for dialog dr have been exhibiting the following device malfunctions (with all lines from three particular lots being problematic). The devices are either cracked, have holes in them or are failing the blood side test (when the product is being primed). The failed blood side test is occurring with multiple lines consecutively causing the need to repeatedly reset the machines. Eventually the devices do pass but it required may failed attempts. Some of the cracks are so minute that they are noted until the patient's blood in running through the line causing the line to literally fall apart.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 5 a review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection no sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.